Event description:
As reported by the user facility: details of complaint (reported issue): "air in line" alarm. "Pump alarm tubing loaded incorrectly. Attempted multiple pumps x 3 staff members loaded into pump. New IV tubing primed and alarm did not occur." No injury reported.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). Two (2) pictures of a used set were provided for evaluation. The provided pictures were visually evaluated, and no defects were observed. Due to insufficient information, the exact root cause was unable to be determined at this time. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.